Event description:
It was also reported that the patient's device was at eos (end of service) and was replaced.

Event description:
It was reported that the patient had low impedances, which measurements were as follows: 01=55 ohms, 03=55 ohms, and 13=56 ohms. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 74001, product type: adapter. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).